Event description:
Customer reported receiving inaccurate high readings. In a comparison against a lab test, customer rec'd a lab result of 358 mg/dl compared to a freestyle result of 488 mg/dl. Results are outside the allowed 20% variance specified by MFR.